Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon leak occurred. Vascular access was approached from the antebrachium vein. The 70% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous left antebrachium. This 5.0 x 20, 40cm mustang balloon catheter was advanced and inflated to 18atms. As the lesion was unable to dilate enough following the first inflation, a second inflation was performed to 20atms. The second inflation was unable to keep. The device was removed from the patient and examined and it was noted that there was a leak at the tip. The procedure was completed with this mustang balloon catheter. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and initial examination noted that the balloon material was fully deflated and correctly wrapped. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon noted a pinhole leak located at approximately 10mm proximal to the distal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).